Event description:
Pt called lfs in 04 alleging the meter would not power on while attempting to test. The pt does not know when was the last time that they tested on the meter. The pt replaced the batteries but the issue was not resolved. The pt reported no high or low blood glucose symptoms at the time of testing. The pt contacted their medical professional for advice, however no treatment was reported. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further info has been reported.